Manufacturer narrative:
Patient code 3191 is being used to capture the additional medical intervention provided as the patient was admitted to the cardiac intensive care unit (ICU). The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room (ER). The ER physician contacted boston scientific technical services (ts) to request a review of the multiple stored episodes of this implanted cardiac resynchronization therapy defibrillator (crt-d) device. The ts review indicated that the device provided a total of 50 rounds of anti-tachycardia pacing (atp) therapy and three (3) shocks across 12 episodes. The atp was noted to be ninety-six percent (96%) successful in converting the patients arrhythmia. One (1) specific episode indicated that six (6) rounds of atp therapy was provided, the rhythm accelerated from a ventricular tachycardia (vt) to a ventricular fibrillation (vf) and the first device shock did not convert the rhythm but a second device shock converted the rhythm briefly. Another subsequent episode indicated that the patients rhythm started at a rate below any programmed zone of the device but then increased until it was successfully converted by atp therapy. The last episode was a non-sustained ventricular tachycardia (nsvt). Ts recommended to the ER physician to consult the electrophysiologist (ep), who was noted to be on their way to see the patient. The patient was admitted to the cardiac intensive care unit (ICU). The device remains in-service. No additional adverse patient effects were reported. Additional information was received that this crt-d device was subsequently explanted and replaced for normal battery depletion. No additional adverse patient effects were reported. The device was returned to boston scientific.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient presented to the emergency room (ER). The ER physician contacted boston scientific technical services (ts) to request a review of the multiple stored episodes of this implanted cardiac resynchronization therapy defibrillator (crt-d) device. The ts review indicated that the device provided a total of 50 rounds of anti-tachycardia pacing (atp) therapy and three (3) shocks across 12 episodes. The atp was noted to be ninety-six percent (96%) successful in converting the patients arrhythmia. One (1) specific episode indicated that six (6) rounds of atp therapy was provided, the rhythm accelerated from a ventricular tachycardia (vt) to a ventricular fibrillation (vf) and the first device shock did not convert the rhythm but a second device shock converted the rhythm briefly. Another subsequent episode indicated that the patients rhythm started at a rate below any programmed zone of the device but then increased until it was successfully converted by atp therapy. The last episode was a non-sustained ventricular tachycardia (nsvt). Ts recommended to the ER physician to consult the electrophysiologist (ep), who was noted to be on their way to see the patient. The patient was admitted to the cardiac intensive care unit (ICU). The device remains in-service. No additional adverse patient effects were reported.